Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "lateral displacement", "ptosis" which is not device related and "post-partum breast atrophy" which is not device related. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "lateral displacement", "ptosis" which is not device related and "post-partum breast atrophy" which is not device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.